Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of 220 ohms. At implant shock impedance was 161 ohms. The field representative noted the patient has gained weight since implant and the electrode is no longer on the sternum. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the electrode was explanted and replaced. Post revision the system impedance was 105 ohms and 107 ohms with a 10 joule commanded shock. The field representative noted the old electrode was in fat and had scaring around the coil. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of 220 ohms. At implant shock impedance was 161 ohms. The field representative noted the patient has gained weight since implant and the electrode is no longer on the sternum. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of 220 ohms. At implant shock impedance was 161 ohms. The field representative noted the patient has gained weight since implant and the electrode is no longer on the sternum. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the electrode was explanted and replaced. Post revision the system impedance was 105 ohms and 107 ohms with a 10 joule commanded shock. The field representative noted the old electrode was in fat and had scaring around the coil. No additional adverse patient effects were reported.